Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass and scratched lcd window. Analysis was unable to verify excessive no delivery alarm or motor error alarm due to bleeding lcd glass anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, no delivery alarm, and display anomaly. The blood glucose at the time of the incident was unknown. The customer states his reservoir ran out of insulin, and the pump alarmed motor error. The customer was asked if the pump alarmed low reservoir; the customer said the pump never alarms low reservoir. The customer states the pump alarms no delivery when the reservoir is out of insulin. The customer was able to resolve the no delivery alarm by doing a complete set change. The customer stated the lcd screen was bleeding and was not able to read the screen in the spot it was bleeding. Troubleshooting was not performed for the motor error, because the pump is being replaced for the bleeding screen. The device will be returned for analysis.